Manufacturer narrative:
The drager technician tested the device onsite. The reported event was not reproducible. The logs were sent to lubeck for investigation. The logs had several entries which refer to problems with the ventilator unit and with the peep valve. The ventilator unit were sent to lubeck and tested without findings. The peep valve was not available. The real root cause could not be determined. However, if the automatic ventilation fails the device will generate an audible and visible alarm and allow hand bagging the patient. The machine is back in use without further reported problems.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine displayed a 'vent fail' messaged and expiratory pressure alarms. The patient was manually ventilated and there was no patient injury reported. A drager service technician was dispatched and was not able to reproduce the reported symptom. The technician replaced the peep valve as a precautionary measure based on a review of the log file entries. No patient injury reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow-up report.